Manufacturer narrative:
Other relevant device(s) are: field generator, 9731203, em mobile. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the site booted the system and on the equipment screen they saw the emitter was not communicating with the axiem box. They rebooted the system and this did not solve the issue. There was no patient present at the time of the event.

Manufacturer narrative:
Additional info was received and I updated the initial reported name and occupation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A work order was completed and the system was performing as intended and passed checkout. The issue was unable to be replicated. If information is provided in the future, a supplemental report will be issued.